Event description:
It was reported that a patient who was treated by dr (B)(6) greater than one year ago with 1 level nhance, l5-s1, below a scoliosis is having ongoing leg pain, and was keen to have her instrumentation removed. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.